Manufacturer narrative:
Additional product codes: mnh, mni, kwq, kwp. Device broke during insertion; device was not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a polyaxial screw broke during a procedure. The spreading head of the screw remained in the patient; it was possible to remove the rest of the screw. Surgery time extended for sixty-five minutes. There was no harm to the patient; the patient outcome was reportedly good. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing location: (B)(4) ¿ manufacturing date: january 5, 2015. Review of the device history records showed there were no issues during the manufacture that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
\Product investigation summary: one (1) pedicle screw matrix 5.5 polyaxial screw (part 04.632.640 / lot 7889833) was received. Upon visual inspection of the implant, it can be seen that polyaxial screw head broke off from the rest of the screw. An exact root cause could not be determined, but it is possible that the screw was over inserted during the procedure resulting in too much force to be experienced on the polyaxial head causing the head to pop off from the rest of the screw. The complaint condition is confirmed. The matrix polyaxial screw is part of the matrix spine system, which is a posterior pedicle screw, hook, and rod fixation system. The system is designed to provide flexibility, biomechanical performance, and a solution to complex posterior pathological challenges. The polyaxial screw is designed to securely anchor the screw implant in both the cortical and cancellous bony anatomy. The relevant drawing was reviewed. The design history was found to not impact the complaint condition. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. A device history record review was performed for the device. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.